Event description:
It was reported that when (1) reload cartridge and (1) device were used during a lower anterior resection procedure, the device would not staple. Another device was opened to complete the case with no consequences to the pt.